Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 14-apr-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods") in a female patient who had essure inserted (lot no. 772501) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced heavy menstrual bleeding (seriousness criterion intervention required), myalgia ("muscle pain"), fatigue ("chronic fatigue"), headache ("headaches"), migraine ("migraine"), disturbance in attention ("concentration problem") and hypertension ("hypertension"). The patient was treated with surgery (to remove essure). At the time of the report, the myalgia, fatigue and headache had resolved. The outcomes for heavy menstrual bleeding, disturbance in attention and hypertension were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, myalgia, fatigue, headache, migraine, disturbance in attention or hypertension. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 14-apr-2023. The most recent information was received on 26-apr-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods") in a female patient who had essure inserted (lot no. 772501) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. An unknown time later she experienced heavy menstrual bleeding (seriousness criterion intervention required), myalgia ("muscle pain"), fatigue ("chronic fatigue"), headache ("headaches"), migraine ("migraine"), disturbance in attention ("concentration problem") and hypertension ("hypertension"). The patient was treated with surgery (to remove essure).essure was removed on (B)(6) 2023. At the time of the report, the myalgia, fatigue and headache had resolved. The outcomes for heavy menstrual bleeding, disturbance in attention and hypertension were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, myalgia, fatigue, headache, migraine, disturbance in attention or hypertension. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56 kg. Lot number: 772501 manufacture date:2010-08 expiration date: 2013-08. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-apr-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.